Manufacturer narrative:
Concomitant medical products: product ID: neu_refillkit_acc, product type: accessory. (B)(4).

Event description:
Information received from a healthcare provider (hcp) via a device manufacture representative regarding an event about a needle coming out of the septum when an hcp was refilling a pump for a demo at a seminar. The hcp kept one hand on the needle, and while turning away to work on something else, the needle came out of the septum. The hcp did not mention any pocket fill resulting and the instructor was using a dummy. No patient symptoms or adverse events were reported. Additional information has been requested, but was not available at of the time of this report. If additional information becomes available, a supplemental report will be submitted.